Manufacturer narrative:
Further information was required but was not available.

Event description:
It was reported that a remote transmission dated (B)(6) 2025 noted an alert for low high voltage (hv) impedance and an over current detection alert dated (B)(6) 2025 observed on the right ventricular (rv) lead.